Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone high blood glucose levels, battery out limit alarm and failed battery test. Customer's blood glucose level went as high as 600 mg/dl. Troubleshooting for battery out limit was performed. Customer's father advised they tried to deliver a fake bolus and did not see insulin exit the tubing so the customer disconnected from the device. Customer was advised since they had removed the battery out of the insulin pump for over 10 minutes they received the alarm. Customer was advised this is normal behavior and to monitor the device. Troubleshooting for high blood glucose was performed. Customer was able to perform and pass the displacement test. Customer advised insulin did exit the tubing. Troubleshooting for failed battery test was performed. Customer was advised that a replacement battery cap will be sent out.